Event description:
Since initial stimulation of device in spring 2000, the patient reported some success using the device. However, patient discontinued using the device (exact date not given) because of pressure/pain sensation patient experienced on the implant site. An x-ray, taken at some later date, revealed that the electrode was displaced. The patient was seen at the implant center in spring 2001, when further testing was conducted. The device was explanted and the patient was reimplanted with another clarion device on the contralateral side.